Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump has cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to fluid from ocean water and that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl. The customer's mother stated that the customer had forgotten that he still had the insulin pump on when he got into the water at the beach. Fluid was observed under the liquid crystal display. The caller also noted that the insulin pump alarmed no delivery, for which troubleshooting was declined. The caller was advised that the device be replaced. Nothing further reported.